Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that the oxygenator thermistor was not giving temperature. It is unknown when this event occurred. The product was not changed out. The procedure was completed successfully.

Event description:
Additional information was obtained that the event occurred during prime, and they monitored the arterial temperature via cdi 500.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 2, 2019. Upon further investigation of the reported event, the following information is new and/or changed: b5 (updated describe event or problem). D4 (additional device information - added exp date). E1 (initial reporter - corrected last name). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information). H4 (device manufacture date). H6 (identification of evaluation codes 11, 3331, 4114, 3259, 4307). Method code #1: 11 - testing of device from same lot/batch retained by manufacturer. Method code #2: 3331 - analysis of production records. Method code #3: 4114 - device not returned. Results code: 3259 - improper physical structure. Conclusions code: 4307 - cause traced to component failure. The affected sample was not returned for evaluation. A retention sample from the same production/lot number combination was tested and found to functioning properly. An engineering investigation and CAPA have been initiated to determined a definitive root cause. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.